Event description:
Info rec'd indicates the head of the bed cannot be raised using the siderail controls of the manual foot pedal.

Manufacturer narrative:
The tech isolated the issue to a sticking head up valve. He replaced the head up valve to repair the bed. All functions are working properly.